Event description:
The pt was implanted with a left ventricular assist device. Approx 19 months post-implant, the pt reported red heart alarms while at home. The pt was asked to return to the hospital for monitoring. Once at the hospital, the staff checked the system controller history and verified the alarms. The system peripherals were exchanged, which included the system controller, power module and the power module pt cable; however, the red heart alarms continued. X-rays of the percutaneous lead were taken and internal damage to the percutaneous lead was suspected. During discussion with the hospital team, one of the physicians mentioned that this pt is not a transplant candidate. Therefore, the team opted to do a pump exchange approx nine days later.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The explanted pump was returned to the MFR for eval and is currently in process. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.